Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. Customer's blood glucose level was under 240 mg/dl. Customer was using admelog insulin. Tandem technical support advised the customer against using off label insulin with the pump. The customer declined troubleshooting with tandem technical support and declined to provide further information.